Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was surgically relocated to a new implant site due to pt discomfort. The ipg remains in use. F/u on the pt found no further issues reported.